Event description:
It was reported that an 8f angio-seal sts plus insertion sheath and dilator were inserted into the pt and pulsatile blood flow was obtained. The dilator and wire were removed. The sheath fractured in the tissue tract while the carrier tube was being placed. Manual pressure was then held until the pt could get prepped for an emergency surgery to have the particles removed. The sheath and fractured pieces were retrieved via surgical intervention. The pt recovered satisfactorily.

Manufacturer narrative:
A device was not returned and therefore an eval could not be performed. A review of the device history record confirmed that lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) displays a symbol to illustrate a use before date. The angio-seal packaging label is printed with this symbol and the date designated as the use before date. The device used in this event exceeded the use before date. The angio-seal device instructions for use (IFU) states the angio-seal should be kept away from sunlight, including uv light. The angio-seal should be stored only at temperatures between 15 degrees celsius and 25 degrees celsius.